Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the data showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was decreasing quickly and would eventually require replacement sooner than expected. It was noted that current drain had increased and was two to three times the expected current drain. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was later confirmed to have been explanted and replaced for reported premature battery depletion.

Manufacturer narrative:
Product event summary continued: further analysis was performed. During the analysis of the returned device the failure on the hybrid disappeared. Hybrid analysis confirmed the reported high current drain failure. When the dvdd supply was over-driven, a power on reset occurred, and the high current drain cleared. The analysis was terminated since the high current drain failure had cleared and could not be reestablished. If information is provided in the future, a supplemental report will be issued.